Manufacturer narrative:
At this time product has not been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer discarded the product. However, if the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low reading on the sensor compared to reading of 300 mg/dl obtained on the built-in reader and experienced symptoms described as "dizziness, vomiting, dehydration and shakiness". Customer had contact with the healthcare provider who obtained a reading of 600 mg/dl on the hcp meter and was diagnosed with hyperglycemia. Customer was treated with intravenous fluids and insulin dose was adjusted. There was no report of death or permanent impairment associated with this event.